Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were air bubbles throughout the tubing. Reportedly, there was a "back flow of insulin" between the site and the tubing. The customer's blood glucose level was 300 mg/dl and it was addressed with a another pump. Also, it was reported that multiple occlusion alarms occurred. System check could not be performed with tandem technical support as the customer was no longer using the tandem pump.